Event description:
The customer requested service after noting a water leak from the machine. Gambro technical services (gts) diagnosed a leak to atmosphere from the inlet port of the air separator. No patient involvement was reported.